Event description:
It was reported that the lens was removed intraoperatively from the patient's left eye due to unspecified lens damage. The incision was enlarged to remove the lens and another lens of same model was implanted successfully. The patient's prognosis was reported as "good/full recovery". Please reference MDR# 2031924-2014-00008 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but will not be returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.